Event description:
On (B)(6) 2024, a patient underwent surgery for spinal canal stenosis. On (B)(6) 2025, a revision was performed for screw loosening at l4 and s1 as well as dislodged set screws at l3/l4/l5. The l4 and s1 screws were replaced as well as all set screws. On (B)(6) 2025, another revision was performed to replace the set screw at l3 when it had become dislodged. (This report is 2 of 4 for the incident for screw replacement at l4 on (B)(6) 2025.)

Manufacturer narrative:
The screws from the initial reoperation were returned. Upon examination, damage is consistent with using excessive force during rod reduction that could result in damage to the bone-screw thread interface. Evaluation of production records determined that the device was manufactured in accordance with applicable specifications and procedures.